Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change-out due to normal eri, outer insulation wear on the lead was noted. The lead was repaired. The lead remains implanted.